Event description:
The complainant reported that during a therapeutic ureteroscopy performed on a male pt. The basket stayed stuck in an open position and the clinicians were unable to retrieve the stone. The physician obtained another of the same device and successfully completed the procedure. The complainant reported the pt's condition as fine and that there were no pt complications as a result of this event.

Manufacturer narrative:
This device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received a supplemental medwatch will be filed.